Event description:
It was reported that, cadd cleo infusion set during ctt (clinical training trial) observation in training, a patient with diabetes experienced a leaking cleo 90 infusion set, and the cannula did not adhere upon insertion. The event occurred during setup. No patient injury was reported.

Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.